Event description:
It was reported that the ilet user experienced difficulty during a supply change due to an air bubble in the insulin cartridge and an infusion set issue when the adhesive sticker folded onto itself, requiring replacement of the tubing and a second supply change; troubleshooting and education were provided, and the infusion set and cartridge were ultimately replaced and deployed correctly. No reported symptoms. Outcomes included resolution after coaching and redoing the supply change with a new infusion set and tubing. Investigation included user coaching, review of supply change steps, and correct infusion set connection. Investigation of this case revealed user handling error during infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was user technique error during setup and infusion set deployment.

Manufacturer narrative:
Initial.